Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02602. It was reported that the patient experienced a couple of falls, and the since then the stimulation is ineffective. Diagnostic showed high impedance on all contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in both the leads were explanted and replaced with 1 lead resolving the issue.